Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 09/19/2014.

Event description:
Procedure type: bypass. According to the reporter: after three firings they couldn't change sulu, because it didn't open. Only handle light indicator was green. The handle failed to recognize the adapter and the reload. They took battery off and set it back again. After that handle was working. Gore reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage.